Event description:
On (B)(6) 2023, information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that impedance was over 40,000 on electrodes 4 and 7. Patient had a return of pain. Impedance check and reprogramming done. On 2023-01-13, additional information received. Rep reported patient receiving effective therapy. Was reprogrammed around device not using the affected electrodes and capture her painful areas. On (B)(6) 2023,, additional information was received from a patient and manufacturer representative (rep) reporting that the patient started seeing setting not available on her controller about 2 months ago. Caller reports impedance checked has been varying with every impedance check. Caller reports all reference with electrodes 4 and 7 are showing 40k ohms. Caller reports she is not seeing any alerts when programming with her tablet, but when patient synch to her ins, she is seeing setting not available. Caller reports patient was using: lead 2: 8, 9, 10, and 11 lead 1: 0, 1, 2, 3, 5, and 6 impedance shows: reference 8: 9: 800 ohms 10: 800 ohms 11: 800 ohms 0: 720 ohms 1: 740 ohms 2: 1230 ohms 3: 900 ohms 5: 880 ohms 6: 900 ohms reference 9 10: 800 ohms 11: 830 ohms reference 10 11:760 ohms 12: 870 ohms 13: 940 ohms suggest eliminating electrode 8 and 9. Caller reports continues to see setting not available. Re-interrogate and impedance shows: reference 0 1: 710 ohms 2: 1110 ohms 3: 840 ohms 5: 920 ohms 6: 880 ohms reference 1 2: 1010 ohms 3: 770 ohms 5: 850 ohms 6: 840 ohms reference 2 3: 1190 ohms 5: 1210 ohms 6: 1220 ohms reference 5 0: 920 ohms 1: 850 ohms 2: 1240 ohms 3: 920 ohms 6: 880 ohms reference 6 0: 880 ohms 1: 840 ohms 2: 1220 ohms 3: 890 ohms 5: 880 ohms reference 3 0: 840 ohms 1: 770 ohms 2: 1190 ohms 5: 920 ohms 6: 890 ohms suggest using electrodes: 0, 1, 2, and 3 caller reports patient feels comfortable stimulation using electrodes: 0, 1, 2, and 3 and did not show setting not available. Caller reports patient was able to increase stimulation. Impedance re-interrogated reference 10 0: 720 ohms 1: 690 ohms 2: 1070 ohms 3: 840 ohms 11: 800 ohms 12: 820 ohms 13: 900 ohms 14: 940 ohms 15: 980 ohms reference 11 0: 800 ohms 1: 680 ohms 2: 1030 ohms 3: 840 ohms 5: 920 ohms 6: 920 ohms 8: 840 ohms 12: 760 ohms 13: 870 ohms 14: 920 ohms 15: 960 ohms reference 12 0: 800 ohms 1: 720 ohms 2: 1010 ohms 3: 760 ohms 5: 880 ohms 6: 880 ohms 11: 760 ohms 13: 820 ohms 14: 890 ohms 15: 940 ohms reference 13 0: 880 ohms 1: 800 ohms 2: 1130 ohms 3: 810 ohms 5: 920 ohms 10: 900 ohms 11: 870 ohms 12: 820 ohms 14: 900 ohms 15: 980 ohms reference14 0: 920 ohms 1: 850 ohms 2: 1190 ohms 3: 920 ohms 5: 870 ohms 10: 940 ohms 11: 920 ohms 12: 890 ohms 13: 900 ohms 15: 950 ohms reference 15 0: 960 ohms 1: 900 ohms 2: 930 ohms 3: 960 ohms 5: 880 ohms 10: 980 ohms 11: 960 ohms 12: 940 ohms 13: 980 ohms 14: 950 ohms. Caller was not able to reprogram using the second lead without seeing setting not available. Suggest up close xray redirect caller to patient's hcp.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep) on (B)(6) 2023. The rep confirmed that the high impedance/settings not available issues were regarding their left spinal cord stimulation system. The lead replacement was still in process and not yet scheduled. Additional information was received from the rep on (B)(6) 2023 reporting that the lead replacement occurred last wednesday.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2020 explanted: (B)(6) 2023 product type lead product ID 977a260 lot# serial# (B)(6) implanted:(B)(6) 2020 explanted: (B)(6) 2023 product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Lead will not be returned.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 977a260; serial# (B)(6); implanted: (B)(6) 2020; product type lead; product ID 977a260; serial# (B)(6); implanted: (B)(6) 2020; product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that the patient contacted the rep on (B)(6) 2023 with new left side pain. It was reported that the patient¿s original pain was on their right side. The rep asked the patient to make an appointment with their doctor and the rep would see them on (B)(6) 2023 to check the system. It was unknown if any environmental factors contributed to the patient¿s pain. It was indicated that the patient would be sent for an MRI. After the rep reprogrammed the patient their system kept getting settings not available. They called tech services for assistances and an impedance check was performed showing that electrodes 4 and 7 were 40 ,000 ohms. Tech services believed that 8-15 lead was also out. The patient would be scheduled for 2 lead revision. The rep was only able to program on the 0-7 lead. The patient¿s weight was unknown and confidential information that would not be provided. Additional information was received from the rep on 2023-02-13 reporting that an x-ray was not performed. The cause of not being able to reprogram with the second lead to resolve the ¿settings not available message¿/high impedance issue was unknown. It was indicated that the rep hadn¿t seen the patient yet, but that the patient was going to have both leads replaced. The issue was not resolved. The cause was unknown. It was indicated that the provided information had been confirmed with the physician. No further complications were reported/anticipated.